Manufacturer narrative:
As reported by the insight study, a type iii endoleak was detected approximately four years after the aortic bifurcate device was placed. The event is still ongoing. The product was not returned for analysis. A product history record (phr) review of lot 17017339 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿aortic bifurcate endoleak type iii¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Procedural factors may have contributed to the reported event. Type iii endoleaks have commonly been reported as a result of modular component separation. These endoleaks are due to leakage through a defect in the graft fabric or between the segments of a modular, multi-segmental graft. This subgroup is due to mechanical failure of the graft. When there is leakage of blood through the body of a stent-graft, a type iii endoleak results. This endoleak is related to poor apposition or separation of the components of the stent-graft, or it can be due to rupture or tear of the graft material. Like type I endoleaks, type iii endoleaks are considered high-pressure, high-risk leaks and require urgent management. Type iii endoleaks also are often associated with measurable increases in aneurysm sac size. Type iii endoleak accounts for 20% of all endoleaks, the vast majority of which are caused by modular disconnection. Reported incidences of this type of complication are as high as (B)(4). According to the safety information in the instructions for use ¿carefully observe all warnings and cautions noted throughout these instructions as failure to do so may result in injury to the patient.¿ ¿expected clinical adverse events endoleak.¿ ¿expected potential risks associated with the stent graft system. Improper component placement. Incomplete component deployment. Perigraft flow.¿ ¿introduce appropriately sized and compatible molding balloon and tack the overlap and seal areas of the iliac limb extension. Caution: be careful not to displace the prosthesis upon introducing and retracting the balloon catheter. Note: care should be taken when inflating the balloon, especially with calcified, tortuous, stenotic, or otherwise diseased vessels. Inflate slowly. Ensure to not inflate the balloon outside the graft material. It is recommended that a backup balloon be available. Warnings: over inflation of balloon can cause graft tears and/or vessel dissection or rupture. When expanding the prosthesis, there is an increased risk of vessel injury and/or rupture, and possible patient death, if the balloon¿s proximal and distal radiopaque markers are not completely within the covered (graft fabric) portion of the prosthesis. It is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(6). Concomitant medical product: aspirin statins beta blockers antiplatelet medication. (B)(4). A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(6) study, a type iii endoleak was detect approximately four years after the aortic bifurcate device was placed. The event is still ongoing.